Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "blood glucose (bg) control is not good states it is her, not us with this issue." Bg values were not provided. Customer declined to troubleshoot with tandem technical support.